Event description:
After using the device, fluid was noticed leaking into and from battery housing. The irrigation to the patient was clear. Manufacturer response for disposable suction/ irrigator with disposable tip, strykeflow2 (per site reporter). Manufacturer provided rga# for product return evaluation.